Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during clinical use using vasoview 6 pro, there was electrical arcing/flame noticed at the bisector tip of the vasoview 6 device. Smoke noted coming from the port once the device was removed from the btt port. The vasoview 6 c-vh-2400 was replaced with a second vasoview 6 cvh-2400 and the same arc/flame was noticed at the bisector tip. No consequences to the event. Each time the small flame was in the center of the tunnel. There was a slight delay with getting the 2nd set of disposables from MDR. The procedure was completed with the 2nd device. They had very little left to do when the first one flamed, so they only had a branch or 2 left to burn with the 2nd. When they started having issues with #2, they just unhooked the cautery and used the scope to visualize the top end for the stab and grab. The vein was good quality. There was no harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Updated section: b-4, e-3, g-3, g-4, g-7, h-2, h-3, h-10.

Manufacturer narrative:
Trackwise ID # (B)(4). The lot # 25161997 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 06/06/2022. An investigation was conducted on 06/20/2022. A photograph was provided by the account. A photographic inspection was conducted. The product and lot # was observed in the photograph. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the bipolar blades. There were no visual defects observed on the harvesting device jaws or the c-ring. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. . The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. There were no signs of excessive smoke or fire observed. Based on the returned condition of the device, the reported failures "smoking" and fire" was not confirmed.

Event description:
N/a.